Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported during implant, it was difficult to insert the stylet. Also the helix mechanism did not function because it was not possible to extend or retract the helix. The lead was not implanted. No patient complications have been reported as a result of this event.